Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform self test and displacement test due to button keypad anomaly. Pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 123 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive at time. No significant events leading to keypad anomaly were observed. Customer's parent also reported that customer experienced high blood glucose of 400 mg/dl due to infusion set bent cannula. No high blood glucose troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.